Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day post implant of this 28mm mitral annuloplasty ring, it was explanted. It was reported that the surgeon was not satisfied with the repair and decided to replace the 28mm mitral annuloplasty ring with a 31mm mitral bioprosthetic valve. No additional adverse patient effects were reported.